Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the tissue pad is split and the coating on the probe was partially peeling. Based on the results of the investigation, the root cause of the reported issue could not be identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the evaluation that the thunderbeat 5 mm, 35 cm, front-actuated grip type s exhibited that the coating of the probe was partially peeling. There were no reports of patient involvement.